Manufacturer narrative:
Product analysis the size indicated on the returned device strain relief was 9f 14mm x 150mm the red locking pin was removed from the device a kink was observed on the silver retractable sheath approximately 1.5cm of the inner tubing was exposed biologics was observed on the inner tubing the inner tubing was manually pushed forward and the stent was not on the inner tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant an abre stent in the mid left common iliac vein, for treatment of a 150mm lesion. The artery was 12mm in diameter. A 9fr non-medtronic sheath and a 0.035" non-medtronic guidewire were used. The vessel was pre-dilated and post-dilated with a 14mm non-medtronic device. It was reported the stent/struts were observed to be deformed in vivo during positioning, specifically shortening, with the deployed stent measuring 120mm instead of the intended 150mm. Stent placement was adjusted after initial deployment, and ballooning was performed as an intervention. The stent subsequently detached in vivo within the vessel, andthe detached stent component was removed within the sheath. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent detached/became free from the deployment system without actually deploying, the stent was removed in the sheath after mal-deployment. Patient injury occurred but is doing ok with no plans for further treatment. Patient is doing okay medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.